Manufacturer narrative:
The field service engineer (fse) was on site and confirmed that it was a tarpon amp board failure. To resolve the issue the fse replaced the tarpon amp board. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl) bec internal identifier - case-(B)(4).

Event description:
The fse (field service engineer) reported that while reseating a sheath pump on the customer's fc 500 flow cytometer, he noticed that the fluorescent channel 4 (fl4) signal was drifting. There was no report of erroneous patient results associated with the event. There was no reported death, injury or change to patient treatment.